Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no mobility issue because the guidewire was able to pass through an .021 needle.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they opened the glidesheath slender kit they tested the wire through the needle prior to the case and experienced an issue. The device was not used on the patient or during the procedure. A second glidesheath slender was opened and used successfully. There were no other devices or equipment used with the reported product. Additional information was received on 30oct2020. The procedure being performed was a left heart catheterization.